Event description:
On 3/6/97, the facility nurse contacted the MFR's (MFR) clinical specialist and provided the following info concerning this event: the pt was seen on 6/23/96, for evaluation due to redness of the device site noted approx two (2) weeks after her last chemotherapy treatment (date not specified). The device site was not thought to be infected, but the physician initiated antibiotic treatment for possible cellulitis. The physician considered possible infiltration of chemotherapy treatment on 6/25/96, at which time the physician decided to explant the device and replace it with a temporary catheter for the treatment. The surgical report states that upon explant of the device, it was noted that tissue around the device was necrotic. No culture reports are available. The device ws discarded upon explant. No further details were provided.